Event description:
On (B)(6)/2009, the pt reported that for the past month he has seen condensation inside the cartridge chamber of infusion device that smells like insulin. He stated, the piston rod is rusted. He said the cartridge is not leaking or cracked and he attaches the tubing and adapter to the cartridge prior to inserting it. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.